Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported right side implants were implanted during a left total knee surgery. The patient was brought back into surgery and those parts were removed and correct devices were implanted.